Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0455033v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog. Lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient received the patient programmer on the day of report and still could not get it to work. The patient reported that the patient programmer battery light was the only light that came on. The patient did not feel stimulation.